Manufacturer narrative:
The device passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. No unexpected insulin flow blocked alarm noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had insulin flow blocked alarms. Customer's blood glucose value was 12.6 mmol/l at the time of the incident. Customer had reported bent and kinked sets but stated that error message can occur without cannula having been bent. Customer states they had tried all remedies. Advised customer to place pump in storage mode and remove battery, press and hold the back button until the screen turns off. The device will not be return for analysis.